Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received and evaluated this device. The device was found to be out of specification to relation to the reported symptom, which was reproduced. System error 322 alarms were confirmed and were determined to be caused by loose link screws allowing the latch switch to move in and out of the door latch. The upper and lower auxiliary assemblies, which contain the loose link screws, were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.